Manufacturer narrative:
Final device investigation found that the device was returned with part of the tissue pad severely burnt and broken off. The broken piece was returned with the device. There was charred build-up on the blade. Upon eval, the device passed all functional and electrical testing when connected to a generator. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic hysterectomy while the device was being used, part of the plastic tip came off. The procedure was completed at that point. The piece was retrieved. There was no patient injury. Add'l info was requested, but no add'l info was provided. A follow-up report will be sent if add'l info is received.